Event description:
It was reported that once the hallux with pins was reduced, the doctor located the left mtp plate (72824015) following the indicated surgical technique, located the drill guide drill with the 2.0 drill perpendicular to the bone, measured and located the 2.7 cortical screw x14. For the following screws and using the same surgical technique but with the variable angle guide, surgeon proceeded to place the locked screws and noted that they did not lock on the plate, change measurements, change direction and even so they gave insufficient fixation. Finally, surgeon decided to perform the arthrodesis with s&n cannulated screws, it is clear that no part of the implant remained inside the patient and the problem could be satisfactorily resolved. The patient health conditions is stable and no damage occurred to the patient due to this event. Delay of (0 30) minutes reported.